Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and advised the customer to connect the monitor to a simulator and generate inops, yellow, and red alarms to confirm the issue. The customer was further advised to perform a cold start on the monitor if the issue was confirmed, and to send the monitor for bench repair if the problem persisted. The customer later confirmed that alarms were now working both locally and at the central nurse station and agreed the case could be closed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the monitor alarms were not alarming. The device was in use on patient at time of event; there was no adverse event reported.